Event description:
Drive devilbiss healthcare was notified of a complaint regarding a pair of crutches by a provider, who stated that the "rubber tips have worn down" and stated that the end user slipped and fell. There was no report or evidence of illness, injury or medical treatment associated with the complaint. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.